Event description:
The patient had vns lead and generator replacement surgery on (B)(6) 2012, which was previously reported via MDR #1644487-2012-02031. During the surgery, the surgeon noted the lead was fractured and that low impedance <600 ohms was observed. No x-rays were done prior to the surgery, and it was unknown if the patient had any trauma. Vns diagnostics with the new devices were within normal limits. The explanted devices were returned for analysis on (B)(6) 2012, which was previously reported on MDR #1644487-2012-02031. No anomalies were noted with the generator. Surface wear on adjacent areas of both positive and negative coils were noted on the lead portion. A break was identified on both positive and negative lead coils. Scanning electron microscopy images of the positive coil showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands. The strands appear to be torn at the worn areas. Also, the early stages of a secondary fracture were identified in one strand of the quadfilar coil in the vicinity of the worn surfaces suggesting that the positive coil was torn during the explant procedure. Scanning electron microscopy images of the negative coil showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands, up to the point of a break. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned conditions and typical wear & explant related observations, no other anomalies were identified in the returned lead portion. Analysis confirmed a discontinuity of negative quadfilar coil in the electrode region of the returned lead portions; also observed abraded inner tubing openings and wear on adjacent areas of both coils, suggesting a possible short-circuit condition. The increased seizures were felt to be due to no therapy being delivered from the low impedance/short circuit/fracture. The patient is improving since the surgery, and is being slowly titrated up with the new devices.

Event description:
Manufacturer review of a patient's vns programming history noted the diagnostics dcdc codes were all "0" in the history, except for one date ((B)(6) 2006) when it was dcdc = 2. Dcdc = 0 may indicate a short circuit condition in the lead. The patient has also been having breakthrough seizures since (B)(6) 2011 as reported by the surgeon via clinic notes received to the manufacturer. As the dcdc value has been "0" consistently since (B)(6) 2006 (was dcdc = 2 on (B)(6) 2006) and the patient is having adverse events (breakthrough seizures), a short circuit condition of the lead is suspected. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected.

Manufacturer narrative:
Device failure occurred.